Event description:
It was reported that a large volume infusor experienced no flow. This occurred during patient infusion of chemotherapy. The customer noticed that the device stopped flowing during infusion and replaced the infusor to finish therapy. The reporter stated that the infusor was filled without any problems. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This event occurred on an unspecified day the week before the report was received. This lot was manufactured september 4, 2013 - september 5, 2013. Evaluation summary: the sample was received for evaluation. Visual inspection did not identify any signs of occlusion or blockage that could have caused the reported problem. A functional flow test was performed. After the luer cap was removed from the distal luer, flow was immediately observed and continued without stopping. Based on the evaluation findings, the reported problem could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.